Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device discarded.

Event description:
Surgeon twice attempted to onlay 5cc's of hydroset to a cranioplasty that consisted of native bone, osteomed titanium implant and an initial 5cc's of hydroset. On both attempts the hydroset failed to bond to any of the above listed surfaces.

Manufacturer narrative:
According to the video provided the reported event could be confirmed, but hydroset is neither designed to be adhesive with implant/bone nor to be used for layering. The investigation conducted is based on the test of the retained samples, the review of the batch manufacturing record (bmr) as well as the assessment of the information provided by the customer. The device is manufactured in (B)(4). So the complaint information was forwarded to the manufacturing facility and the retain tests passed. Hydroset is a void filler, but in this case the device was used for layering which is not recommended in the instruction for use. Therefore the root cause can be attributed to an misuse / off-label use. No indications were found for any material or manufacturing related issues. Device was discarded.

Event description:
Surgeon twice attempted to onlay 5cc's of hydroset to a cranioplasty that consisted of native bone, osteomed titanium implant and an initial 5cc's of hydroset. On both attempts the hydroset failed to bond to any of the above listed surfaces.